Event description:
Customer reported no image on monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the interconnect cable, and lemo connector. System operates as intended.